Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was stuck on a black screen when trying to interrogate a device. The programmer remains in use. There was no patient involvement.